Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a high blood glucose (bg) level of 800 mg/dl. Customer was subsequently hospitalized. No further information regarding pump issues or patient hospitalization and treatment was obtained as customer declined troubleshooting with tandem technical support.